Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, when on the liver, there were issues experienced with the loading or firing of the clips. The clips were not able to load properly into the jaws at any point during use. Another product was used to complete the case. There was no patient injury.